Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information there was the possibility that the reported phenomenon was attributed to the following. - when the user disconnected the connecting tube from the air/water/instrument channel connector, the user applied the stress to the air/water/instrument channel connector. Then the stress was accumulated, the air/water/instrument channel connector became loosed and damaged. Consequently the reported phenomenon occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a reprocessing, the facility staff found that one of the air/water/instrument channel connector of the subject device had come off. The field service engineer confirmed that all parts were in place, but they were loose. The field service engineer reassembled the connector and completed repairs on site. There was no report of patient injury associated with the event.